Event description:
The customer called to report repeated no delivery alarms. Troubleshooting was performed, and the insulin pump continued alarming no delivery. The customer also reported that he was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 523 mg/dl. The customer was uncomfortable with the insulin pump due to all the no delivery alarms, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.